Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and confirmed the issue was due to a faulty main board. The fse replaced the main board. The device was operational after repairs were completed and the device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1:(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that there was an audio error. It is unknown if the device was in use at time of event, and there was no adverse event reported.